Event description:
Caller alleged discrepant results with the inratio meter compared to doctor's meter. Results as follows: date: (B)(6) 2012, doctor's meter: 1.6, inratio meter: 1.0. Thirty minutes later. Patient stated that it took more than fifteen (15) seconds to get the blood to the strip. Patient's therapeutic range: 1.5-2.0. Within the last month, patient was mistakenly taking double the dose of coumadin due to an error either with the doctor's orders or the pharmacy filling the medication incorrectly. His normal dose is 2mg and for 1-2 weeks he was taking 4mg. It has been a week or two ago that this occurred.

Manufacturer narrative:
Investigation pending.